Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral salpingectomy, following the procedure, a small foreign body was seen in the bowel. The part was removed from the cavity and it was discovered that it was a small piece of white coating on the jaws of the instrument. All of the parts of the device was accounted for. No patient harm or injury involved.